Event description:
It was reported that the patients ipg was not able to gain charge even with multiple charging cycles. The ipg could also not connect with either the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Event description:
It was reported that the patients ipg was not able to gain charge even with multiple charging cycles. The ipg would also not connect with either the remote control and clinicians programmer. The patient underwent an ipg replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(6). The returned ipg was analyzed and could not be detected after several charge attempts. The device was cut open. The depleted battery measured 1.77 volts. The device exhibited excessive quiescent current leakage (12.0 ma), and a hot spot on u2 asic (application-specific integrated circuit) (24.6 degree celsius). The device profile retrieved with an external power source showed a sudden battery drop, around the time of the reported fusion of the lower back on (B)(6) 2022. With all the available information, boston scientific concludes that the patients ipg was malfunctioning after a fusion procedure. The complaint was confirmed. High-frequency current caused electrical shorts within the component, resulting in the reported complaint.